Event description:
Healthcare professional reported capsulotomy and capsulorrhaphy were performed as the "capsule on both sides appeared to be normal and healthy". No indications were made for capsular contracture during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d4, d6b, h1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV. Device remains implanted.